Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, when the doctor asked the sister to tense up / bow the cutting wire of the sphincterotome, the device did not tense up/bow enough. When the device was removed from the scope, the sister tried to tense/bow the device again and it was successful. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; closed extrusion at distal tip was torn.

Manufacturer narrative:
(B)(4) (won't bow). (B)(4): a visual examination revealed that the working length was twisted and the closed extrusion at the distal tip was ripped from the wide brown band where the manufactured open guide wire channel ends, to the tip, tearing open the extrusion through the distal tip and splitting the tip. The exposed cut wire was intact and the length measured within specification. Functionally, the tip bowed past 90 degrees which meets the minimum bowing specification. Additionally, there was no slack of lack of tensioning present in the cut wire. The condition of the returned unit was not consistent with the customer complaint that the cut wire appeared to lack tension. Therefore, the customer complaint was not confirmed. However, during the evaluation, the distal end of the extrusion was found to be ripped all the way to the tip, splitting the tip. During manufacturing, tome devices are 100% inspected for working length, cut wire and tip integrity so the tear likely occurred due to procedural factors. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.